Manufacturer narrative:
An event of intermittent loss of capture was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency department after a syncopal episode. Ventricular lead was exhibiting intermittent loss of capture. X-ray did not show anything. Lead was reprogrammed. Lead was later capped and replaced on (B)(6) 2019. Patient was discharged.

Manufacturer narrative:
Correction: the lead capped date should have been (B)(6) 2019 rather than (B)(6) 2019.

Event description:
The lead was capped and replaced on (B)(6) 2019.